Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected reagent probe a. Fse replaced the wash collar valve and the leak was resolved. (B)(4).

Event description:
The customer reported a leak under reagent probe a on the unicel dxc 600 pro synchron system. The leak was contained within the instrument. The customer was wearing a lab coat, goggles and gloves. No reports of injury or customer exposure. No reports of erroneous patient results generated.